Event description:
It was reported that during testing the ht70 plus ventilator peep (positive end expiratory pressure) tests failed. There was no patient involvement. The service engineer replaced the on/ off solenoid to resolve the problem. The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
A solenoid was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.